Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-oct-2019 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms. During testing, the pump rewind, load and prime steps were performed successfully and the was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint of a call service alarm issue was sown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.